Event description:
Additional information was reported, which indicated that this ra lead was removed and replaced, due to the originally reported high oor pace impedances. This product has been returned. This report will be updated upon analysis completion.

Event description:
Additional information was reported, which indicated that this ra lead was removed and replaced, due to the originally reported high oor pace impedances. This product has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the outer coil showed distortion over multiple coil winds and showed one location approximately 20 cm from terminal pin, that was damaged. Microscopic evaluation indicated that the damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that there was an alert indicating that the minute ventilation (mv) feature switched from the right atrial (ra) lead to the right ventricular (rv) lead. Information indicated that the ra lead had a pace impedance measurement greater than 3000 ohms in the bipolar configuration. It was also noted that noise was seen on the atrial channel, in this configuration. The lead was switched to unipolar configuration and the impedance measured at 457 ohms. Other measurements looked normal. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.